Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the possible cause of the image issues (noise and no image) is a failure of the image sensor unit, a failure of the board inside the video connector, or a defect on the system side. Alternatively, there is a possibility that it was caused by foreign matter adhering to, or scratching, the video connector electrical contact, resulting in the communication state becoming unstable. However, a definitive root cause could not be determined. In addition, during inspection and testing, service found the bending angulation was out of specification due to wear of the angle wire. The rubber adhesive in the bending section was peeled off. The grip, operation part, the up/down/right/left plates, the light guide connector, the light guide cover lens, the video connector, and the video connector case, demonstrated scratches due to external forces. Switch #1 was scratched and had dirt that was difficult to remove. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device exhibited an image defect. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing of the returned device, service observed image noise and an intermittent image loss, caused by a short circuit of the image pickup cable and scratches on the electrical contacts of the video connector. This report is being submitted for the malfunctions found by service during the device evaluation (image noise/image loss). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.